Event description:
It was reported that the gynecologic laparoscope had image fault. The issue was found during unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error b31, no image. A root cause could not be identified. Based on the results of the investigation, scope error b31 and no image occurred due to broken video cable. The most probable cause for the malfunction is traced to component failure. The most probable cause for reported malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.